Event description:
As reported: "drive shaft snapped inside mwh604 neoreamer drive end while reaming the glenoid (both instruments from ykad264-t on consignment). Later in the operation, the surgeon found wire behind the glenoid baseplate which was removed. Surgeon asked to be advised where the wire had come from."

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
This device is concomitant and did not contribute to the reported failure. Therefore, MFR report # 0001649390-2024-00272 is to be cancelled. Furthermore, this complaint is closed without further investigation. If any additional information is provided indicating otherwise the record will be reopened and the investigation will be reworked.

Event description:
As reported: "drive shaft snapped inside mwh604 neoreamer drive end while reaming the glenoid (both instruments from ykad264-t on consignment). Later in the operation, the surgeon found wire behind the glenoid baseplate which was removed. Surgeon asked to be advised where the wire had come from."